Event description:
It was reported that there was atrial undersensing during a high rate episode. It was noted to have occurred in both the ventricular pace and sense intervals. Ventricular pacing outputs were high. Mode switch was programmed on. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.